Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the 1st reload misfired. The 2nd reload had an unknown failure. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.